Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on 19march2024 where the right lead was explanted and replaced, and the other lead was repositioned. To address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01454. It was reported that the patient was experiencing ineffective therapy. Upon further investigation, imaging confirmed that the patient's leads had migrated. Surgical intervention may take place at a future date to address the issue.